Event description:
Rptr indicated that the pt was experiencing increased seizures. Diagnostics were within normal limits, but pt reports not feeling the stimulation. A battery life calculation was performed and resulted in approx 2.38 yrs remaining until eri = yes. Pt had device replaced in 2008. Prod has been requested, but has not been returned to MFR to date.